Event description:
A pharmacist reported to baxter (B)(4) of a extension set w/polyethylene lined tubing & .22 micron filter in which "the joint of the filter with the tube filter got cracked while unpacking the package." The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:one sample was available for evaluation. Upon visual inspection, the filter was observed to be broken. The female adapter of the filter had broken off. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.